Event description:
It was reported that the procedure was to treat a heavily calcified posterior descending artery. The 2.5x08mm xience sierra stent delivery system failed to cross due to anatomy. No other device was used as procedure was noted to be concluded. There was no adverse patient effects and no clinically significant delay in the procedure. Per device analysis the xience sierra stent delivery system returned frozen stuck with an unknown balance middleweight universal ii guide wire. The distal core, shaping ribbon and coils were separated from the distal solder tip of the guide wire. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. In this case, there was no reported issue with the guide wire; however, during analysis of the returned device, analysis noted damages to the wire. The damages include, stretched coils, bends on the core, solder separation, scratches, and a shaping ribbon break. Additionally, it was noted that the guide wire was frozen in a stent delivery system. In this case, it is possible that interaction between the guide wire and stent delivery system contributed to the noted damaged; however, based on the given information, it cannot be determined what contributed to the interaction between the devices. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.